Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement for a transvenous system because they twiddled their device. The s-ICD and electrode were explanted and retained by the hospital, therefore, will not be returned. Other than the replacement procedure, no additional adverse patient effects were reported.